Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy procedure, adapter disconnected from the shell, clamshell didn't hold adapter. To resolve the issue, the surgeon reconnected the adapter. There was no patient injury.